Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a kinked cannula. In addition, they had high blood glucose. The customer tried to give a correction and realized she was above her threshold. Customer declined high blood glucose troubleshooting. The customer's blood glucose was 437mg/dl.